Event description:
A journal article was received: guidewire damage during cannulated screw fixation for slipped capital femoral epiphysis, journal of pediatric orthopaedics part b. 2003 may; 12 (3) :219-221. Authors: james e. Robb, iain h. Annan and malcolm f. Macnicol. The article reports regarding cannulated screw fixation of slipped capital femoral epiphysis. The article reports six cases in which the guidewire was damaged by a cannulated drill. Case number five reported as follows: patient presented with moderately sever chronic scfe underwent cannulated screw fixation. The guide wire broke while reaming with a cannulated drill. The article reports the portion of the guide wire that was external to the patients femur was removed without difficulty. The piece of guide wire in the patients femur was left in situ. The procedure was completed without any further problems as a second guide wire was used. Reportedly the patient recovered uneventfully. A copy of the article will be included in this report. This report is for a cannulated drill. It is unknown if it was a synthes device. This is 2 of 2 reports for the same event, complaint #54038.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.